Event description:
The customer called to report a blank display. Troubleshooting was performed, and the display issue was resolved. However, the customer noticed corrosion inside the battery compartment. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube compartment. The insulin pump also had a missing end cap sticker.